Event description:
Event description guidant received information that at implant after the pocket was closed, this implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing. Upon examination of the pocket, this atrial pacing lead was fractured right where it was inserted into the header and there was a visible kink in the lead. Subsequently, both the lead and the device were explanted and replaced with another guidant ICD and atrial pacing lead.